Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Battery depletion: eri date (B)(6) 2013. The device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri) prematurely, and the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Battery depletion: eri date (B)(6)-2013. Concomitant products 6947 implantable tachy lead - 2004-(B)(6), 5076 implantable pacing lead - 2004-(B)(6). (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) prematurely, and the left ventricular (lv) lead exhibited high thresholds. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.